Manufacturer narrative:
Per user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose was 160 mg/dl. Reportedly, customer disconnected the cartridge from the infusion set at the tubing connector. Tandem technical support advised customer to disconnect at the infusion set site. Customer loaded another cartridge to resolve the issue.